Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the array, and cut silicone overmold was observed on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing open electrodes and loss of sound. Revision surgery is scheduled.

Manufacturer narrative:
The doctor reportedly cut the electrode while cleaning the recipient's ear. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.